Event description:
The complainant had a impella 5.5 pump placed to support a patient admitted in for surgery. The pump was placed and enrolled in the impact protocol. The impact form documented thrombocytopenia. The allegation was the ae was "possible" related to the impella procedure and the patient outcome was noted as recovered/resolved. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Manufacturer narrative:
The investigation of thrombocytopenia has been completed. The impella device was not returned for evaluation. Thrombocytopenia reported on last day of support. The cause of the thrombocytopenia was not determined due to insufficient clinical details. D.6b explant date was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26098. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26098 as it is unknown if the initial reporter also sent the report to the food and drug administration.